Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded two episodes where noise was noted on all three channels. The noise was oversensed and resulted in pacing inhibition. The patient reported having potentially been engaging in their woodworking hobby at the time.